Event description:
Under the plaster like burn blister [burns second degree]. Red, itching, burning rash [rash pruritic]. Red, itching, burning rash [rash erythematous]. Red, itching, burning rash [rash]. Pain [pain]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (expiration date: apr2018) from an unspecified date for an unspecified indication. The patient's medical history included cervical spine syndrome from (B)(6) 2016 and hashimoto's disease. The patient's concomitant medications were not reported. On (B)(6) 2016, the patient experienced red, itching, burning rash with blisters and pain. Upon follow-up on (B)(6) 2016, the pharmacist elaborated on event of blister. The pharmacist stated the blisters occurred "under the plaster like burn blister". Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken included an unspecified ointment and "grate bandage". The patient received no professional healthcare help. Clinical outcome of the events was resolved on (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2016): new information from contactable pharmacist included: patient details, relevant medical history, product expiration date, reaction data (additional events: blisters and pain), events onset date, action taken, events outcome. Follow-up (18aug2016): new information received from the same contactable pharmacist includes: reaction data (updated event blister to burn blister) and therapeutic measures taken. This case has been upgraded to a serious reportable medical device report. Company clinical evaluation comment based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events rash erythematous, rash pruritic, rash, and pain are assessed as associated with device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events rash erythematous, rash pruritic, rash, and pain are assessed as associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of unspecified ethnicity. Started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (expiration date: apr2018). From an unspecified date for an unspecified indication. The patient's medical history included cervical spine. Syndrome from (B)(6) 2016 and hashimoto's disease. The patient's concomitant medications were not reported. On (B)(6) 2016, the patient experienced red, itching, burning rash with blisters and pain. Upon follow-up on (B)(6) 2016, the pharmacist elaborated on event of blister. The pharmacist stated the blisters occurred "under the plaster like burn blister". Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken included an unspecified ointment and "grate bandage". The patient received no professional healthcare help. Clinical outcome of the events was resolved on (B)(6) 2016. Additional information has been requested and will be provided as it becomes available. Follow-up (11jul2016): new information from contactable pharmacist included: patient details, relevant medical history, product expiration date, reaction data (additional events: blisters and pain), events onset date, action taken, events outcome. Follow-up (18aug2016): new information received from the same contactable pharmacist includes: reaction data (updated event blister to burn blister) and therapeutic measures taken. This case has been upgraded to a serious reportable medical device report. Follow-up (29aug2016): new information received from the same contactable pharmacist includes: no lot number can be provided as the package no longer exists. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events rash erythematous, rash pruritic, rash, and pain are assessed as associated with device use. This case meets final10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events rash erythematous, rash pruritic, rash, and pain are assessed as associated with device use. This case meets final10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] under the plaster like burn blister [burns second degree], red, itching, burning rash [rash pruritic], red, itching, burning rash [rash erythematous], red, itching, burning rash [rash], pain [pain], , narrative: this is a spontaneous report from a contactable pharmacist. A 37-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) 12 hr (expiration date: apr2018) from an unspecified date for an unspecified indication. The patient's medical history included cervical spine syndrome from 20jun2016 until 01jul2016 and hashimoto's disease. The patient concomitant medications were not reported. On 20jun2016, the patient experienced red, itching, burning rash with blisters and pain. Upon follow-up on (B)(6) 2016 the pharmacist elaborated on event of blister. The pharmacist stated the blisters occurred 'under the plaster like burn blister'. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. Therapeutic measures taken included an unspecified ointment and 'grate bandage' the patient received no professional healthcare help. Clinical outcome of the events was resolved on (B)(6) 2016. According to the product quality complaint group reasonably suggest device malfunction?: no, final confirmation status: not confirmed. Severity of harm: n/a, process related no. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation ) search was performed. Scope: date contacted: 24jun2013 through 24jun2016 manufacturing site (name)/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation the site name customizable search returned a total of 10 complaints for arthritis neck shoulder wrist (nsw) 12hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A complaint trend search was conducted for the subclass adverse event safety request for investigation for arthritis(nsw) 12hr products. The data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event safety request for investigation for arthritis(nsw) 12hr products. There is no further action required. Site sample status: not received no follow-up attempts are possible, information on batch number cannot be obtained. Follow-up (11jul2016): new information from contactable pharmacist included: patient details, relevant medical history, product expiration date, reaction data (additional events: blisters and pain), events onset date, action taken, events outcome. Follow-up (18aug2016): new information received from the same contactable pharmacist includes: reaction data (updated event blister to burn blister) and therapeutic measures taken. This case has been upgraded to a serious reportable medical device report. Follow-up (29aug2016): new information received from the same contactable pharmacist includes: no lot number can be provided as the package no longer exists. Follow-up attempts have been completed and no further information is expected. Follow-up (19oct2016): follow-up attempts completed. No further information expected. Case closed. Follow up (17jan2020): new information received from a product quality complaints group includes: investigation results. No follow-up attempts are possible, information on batch number cannot be obtained., comment: based on the information provided, the event burn blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events rash erythematous, rash pruritic, rash, and pain are assessed as associated with device use. This case meets final10-day EU and 30-day FDA reportability.

Manufacturer narrative:
Reasonably suggest device malfunction?: no, final confirmation status: not confirmed. Severity of harm: n/a, process related no. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Other trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage and investigation ) search was performed. Scope: date contacted: 24jun2013 through 24jun2016 manufacturing site (name)/complaint class: external cause investigation complaint sub class: adverse event safety request for investigation the site name customizable search returned a total of 10 complaints for arthritis neck shoulder wrist (nsw) 12hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. A complaint trend search was conducted for the subclass adverse event safety request for investigation for arthritis(nsw) 12hr products. The data did not show an increase over time (36 months). There is not a trend identified for the subclass adverse event safety request for investigation for arthritis(nsw) 12hr products. There is no further action required. Site sample status: not received